Manufacturer narrative:
The lens was returned. Particulates, saline dendrites, dried solution and dried solution particles were visible on the optic. Visual inspection found one haptic broken off and missing. The other haptic is bent. The delivery device was not returned. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. It is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. The most probable root cause for the haptic breakage is associated with a specific lot of haptic material that was used for the manufacture of the lens involved in this event. An investigation has been opened to address this issue. Furthermore, bausch + lomb initiated a e recall for all lenses manufactured with the haptic material lot in question.

Event description:
It was originally reported that the "wing on side of lens broke". There was no pt contact. Eval of the returned product on (B)(6) 2015 identified that one piece of one haptic was broken off and missing.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.